Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose level was 600 mg/dl, which was addressed by a manual injection. An infusion set change was performed and insulin delivery was resumed.